Event description:
It was reported this balloon burst at 25 atmospheres, on the first inflation, during a brachycephalic angioplasty procedure of a very tight and calcified lesion. During withdrawal of the balloon catheter through the introducer sheath, resistance was encountered. Continual exertion against resistance resulted in detachment of the balloon material in the pt. A snare was utilized to successfully retrieve the detached balloon. No pt complications resulted from this event. This device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty, which has been associated with overpressurization or use in a calcified lesion. Additionally, it was indicated the lesion was very tight and the balloon was inflated well beyond its rated burst pressure. The co believes these factors may have contributed to this event. However co is unable to determine the exact cause for this event. The co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...caution: if resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete until to prevent damage to the guidewire, catheter or vessel."